Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not recognizing the cassette. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was decontaminated, with a peeling dso (downstream occlusion) seal and damaged usb (universal serial bus) connector. Functional testing performed. Customer's reported problem was duplicated during functional testing, as pump was not recognizing the cassette. The cause of the issue was the inoperable latch lock flex. Replaced the latch lock flex to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.